Event description:
Customer reportedly received the following results on the nano meter within 10 minutes: 522 mg/dl, 337 mg/dl and 235 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.